Manufacturer narrative:
The reported event of bias current error was confirmed by the engineering technician through functional evaluation. During the device inspection, the technician determined the cable¿s internal wiring was damaged, which may cause or contribute to the reported event.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing by a manufacturer field service technician at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.